Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device spo2 measurements gives sporadic and inaccurate readings, especially at lower values. Set to 70% then went to %40 and randomly jumping around. The device was in clinical use. There was no report of patient or user harm.